Event description:
Patient had surgery to remove third molar in 2006. Drill bit tip broke off and lodged in tooth socket. Original broken bur was discarded. Subsequently, discovered and removed the next month. Patient doing fine. We revised report 9/1/06.

Manufacturer narrative:
Affected device not returned to osteo med. Customer returned other product for credit. Not sure if this is same lot or not. In house testing of returned lot showed higher than expected breakage rate. Notified supplier. They have undertaken corrective action.